Manufacturer narrative:
Reporting address line 1: (B)(6) reporting address state: reporting address postal: reporting institution phone: reporter phone:

Event description:
This report is based on information provided by philips field service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the intrepid monitor/defibrillator indicating operation check failed. The device was not in clinical use at the time the issue was discovered. There was no reported patient impact / injury. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heart start xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.